Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with lead noise due to lead dislodgement. Therapy has been turned off until lead revision can be performed. No further information available.